Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The service engineer (se) confirmed the reported issue via troubleshooting. The service engineer (se) inspected the device and replaced the oxygen sensor. The ventilator passed all testing. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If part is returned, the complaint will be reopened and an investigation will be performed.

Event description:
The customer reported that the ventilator had a low o2 cell. It is unknown if the device was in use at the time of the event. However, there was no patient harm reported.